Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, software version: 2.1.0. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs were reviewed but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that during a fusion case the rt went to take the spin, when they initially clicked the button, they received an error on the mobile viewing station (mvs) that stated, "3d mode disabled, navigation connected but not ready." That caused a 2-minute delay to the case. The rt was able to click ok on the mvs and then click the button again and the system acquired the spin. The representative had enabled debug logs on the system before the case. He then pulled the logs from the system. There was no reported impact on patient outcome.